Event description:
Device 2 of 2 (refer to MFR's report number 1627487-2009-00115 for device 1).

Manufacturer narrative:
Evaluation: leads were functionally and visually inspected. The device history records (DHR) and sterilization records were reviewed. Results: one lead had compression damage and a cut in the outer tubing on visual inspection. The leads performed according to specifications. The leads passed continuity testing and all channels measured less than 4 ohms. The DHR and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the device evaluation, review of the DHR or review of the sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.